Manufacturer narrative:
According to the facility, on (B)(6) 2026, patient went to use the nebulizer for a treatment, and it started making noise and was not producing any air. The patient's mom brought the nebulizer to the store to be evaluated. The facility member checked the machine and it did not blow air and made a noise. According to the facility, the user did not have another device to receive her medication, indicating a treatment was missed due to this device malfunction. The facility did not report any serious injury or medical intervention needed for the patient. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, patient went to use the nebulizer for a treatment, and it started making noise and was not producing any air.